Manufacturer narrative:
(B)(4). Note: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2012 where surgeon performed spine fusion surgery on the lumbar region of her spine from vertebrae l4 to l5. It was reported that rhbmp-2 was used in the surgery. The rhbmp-2 collagen sponge was placed with a cage (i.e., in the disc space and lateral gutter). Post-op, patient had increasing low back pain, with shooting pain into her buttocks and down her legs. Patient continues to experience chronic back pain, with pain radiating down both legs, weakness in both legs, and numbness and tingling in her back and legs. Patient was unable to stand or walk for extended periods, and requires use of walker to assist in ambulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with post laminectomy syndrome, facet arthropathy, lumbar stenosis and underwent the following procedures: bilateral l4-l5 re-exploration, laminectomy and complete facetectomies, l4-5 transforaminal lumbar interbody fusion (tlif), bilateral l4-5 nonsegmental instrumentation, bilateral l4-5 posterolateral arthrodesis, insertion of interbody biomechanical device at l4-5, use of bmp, allograft and autograft, use of c-arm, use of midas, bone collector and cell saver. Pre-operatively, imaging studies showed significant arthritis at l4-5 with bone edema into the pedicles. As per op-notes,¿ the right side was significantly scarred down, and dissection was slow because of scarring and significant stenosis which led to prolongation of the operative time, more than 25% of normal procedure time. Eventually, the l4-5 lamina was removed and facet was removed and l4-l5 nerve roots were then decompressed adequately. The c-arm was brought in to the room and helped. I removed l4-5 disk through a left-sided annulotomy using instrument. The disk was thoroughly removed and the endplate was prepared for grafting. Using trial, the implant size was determined to be a 1 o mm x 26 mm using interbody cage. Prior to that, the interbody fusion was first using a mixture of bmp autograft and allograft into the anterolateral and posterior disk space. There was a center area allowing the cage to be inserted in an oblique fashion and this was done under fluoro guidance and some adjustment was made to place this cage in an optimal position. The annulotomy site was covered using gelfoam material. Then, l4-5 nonsegmental instrumentation was done using 6.5 x 50 and 6.5 x 45 screws at l4 and l5 respectively. A 30 mm rod was used to connect the l4-5 pedicle screws and it was secured in place with set screws. The bone was washed out and posterolateral fusion was done by decorticating the transverse processes of l4 and l5 and placing the graft on the lateral gutter. Total blood loss at this point is 425 cc, spun down 250 cc for transfusion.¿ the patient tolerated the procedure well without any intraoperative complications.